Manufacturer narrative:
Evaluation completed. One opened bl5523wv pack from lot v770 was returned. The tip protector was in place, as it should be. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates. The cutter aspirated and performed as intended. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Surgeon reported the cutter wasn't cutting efficiently. The nurse changed the cutter. No medical intervention reported.